Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported unknown side rippling, capsular contracture (grade unknown), "suspected seroma", textured implant removal. MRI found intestinal fluid is folded but the amount is small, which is not device related. The device remains implanted.